Event description:
Feeding gastrostomy was placed on 11/30/94. On 6/28/96 pt had upper gi series done secondary to dysfunctional swallowing which revealed foreign body in the upper esophagus. Pt was admitted on 7/10/96, for removal of internal crossbar. Pt has returned multiple times for dilation of esophageal stricture.